Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and wall adaptor. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin therapy. Reportedly, the customer was able to successfully charge the pump using secondary charging supplies.